Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support performed troubleshooting and determined insulin was not exiting the cartridge. Customer's blood glucose level was 101mg/dl. Customer changed out the cartridge and infusion set, and was able to successfully resume insulin therapy.